Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error resulting from bending and prying the device. Dfu-0215-eor1_fmt_en states, "e. Warnings. 5. Failure to use this device in accordance with the directions for use below may result in device failure, render the device unsuitable for its intended use, or compromise the procedure. F. Precautions. 7. Excessive "side-loading" on the device during use does not improve cutting performance and, in extreme cases, will cause irreversible damage to the device." The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
On 22nd dec 2025, it was reported by an arthrex's employee via an email that for (B)(4) unit of ar-7300sr, sabre, sj, 3.0 mm x 7 cm, metal particles were generated when in used. This was detected during a wrist recon on (B)(6) 2025. The procedure was completed successfully and there was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.